Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unlocked j2/lcd keypad connector. However, unit received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had a keypad anomaly. The bottom button was unresponsive. Customer's blood glucose level was not reported. The device was not returned.